Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Initial reporter phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with a mentor smooth round moderate profile 150cc saline implant, catalog # 3501615, s/n (B)(4) on (B)(6) 2018.

Manufacturer narrative:
Device evaluation summary: it was reported that a 58 year old female patient underwent a primary breast augmentation with a saline mentor breast implant of unknown type and experienced deflation on the left breast implant. As a result, patient underwent removal and replacement with a mentor smooth round moderate profile 150cc saline implant, catalog # 3501615, s/n (B)(4) on (B)(6) 2018. The device was returned to mentor without fluid inside. Yellow material was observed within the device and on the shell surface. The mentor product analysis lab discovered a rent measuring approximately 6.4 cm running from the anterior aspect to the posterior aspect. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the yellow material found on the device. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).